Event description:
It was reported the patient's scs ipg battery depleted and the ipg was inoperable. Consequently, surgical intervention was taken and the patient's scs ipg was replaced and the issue addressed.